Event description:
It was reported that a m.blue (part # fx816t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section above). Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test and adjustability test was already carried out after the revision at the hospital. Based on our investigation, we confirm that the valve shows an increased flow of liquid and a non-adjustability, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.